Event description:
Additional info received from reporter (B)(6) 2013: all the surgeries were (B)(6) 2010 - present. All the surgeries at the university of (B)(6) including and 4 days stay due to infection treated as (B)(6), 2012, with 104 fever but wrote down as vasculitis in intensive care and isolation protocol. I did not get any form to fill out and like I told the person I spoke to; I did not have internet access as my computer was in the repair shop so I am hoping I am answering all the info you need to fill out the report. I went into the university of (B)(6) hospital under the care of dr (B)(6), and dr (B)(6). They later insisted that a family member, (my sister, mrs (B)(6)), hear and agree to the back surgery. However, unlike his notes say, he did not speak to either of us alone or together; and nothing was said about an implant (medtronic). We did meet with dr (B)(6) again the same applies. In fact, after I was already in the operating room and given the "twilight" shot did dr (B)(6) came in and said "oh I forgot to have you sign this form." I asked for what? He said a liquid bone growth substance that helps fusion. I asked if it was legal. He said "yes, the FDA has approved it for off label use." I asked if it was safe. He answered, "yes, we use it on soldiers all the time." Never, did he say it was an implant, not that he was going to cut off some and all of same ribs to put it in at t2 level. He also punctured my lungs so that they filled up with fluid and blood and I came to during surgery because I couldn't breathe and pulled out all the tubes as well. I also had 2 heart attacks during it. Became septic and running 104.4 fever, got (B)(6), and the same day had to have a second surgery and third because they pinched nerves and couldn't figure out which one. My whole left side was limp and felt on fire. Finally on the fourth surgery, the next day he told the resident to numb every nerve he sees "just in case." Then I still couldn't breathe. They had to put in lung tubes to drain and inflate my lungs. They still hurt and feel like I have a band tightly around them. I have to sleep sitting up. The hook they put into hold the hardware in place instead was pulling my spine up and out. It was sticking out over an inch. They had to go in and cut the hook out. The bracket they put in broke a month later and another surgery! When I first stood up, the weight of the hardware re-broke my back that was another surgery. If you are counting that was 6 in 2 months. Now it's pinching the nerve between c3 and c4 and they want to go back in. Also, my spine and the hardware still sticks out over an inch under the skin preventing my lying down on my back or sitting against even the softest chair. I have to have a pain shot to put me out first to have a CT or MRI, and my legs put up because I cannot lay flat due to pain alone. My back is permanently bent. I can't stand for more than 10 mins. I can't walk without a 4 wheel walker. I cannot stand straight at all. They want to do another surgery to remove the hardware sticking out but the spine will still. Also, the bone growth they said leaves your system in 4 months. A year later, I broke my wrist and week later they took a 2nd x-ray. The bone over growth was like a 2 month old break. A year later, the same happened with pelvis break. The first x-ray showed the break. A week later, there was so much over growth the doctor said it looks like a 2 month old break. When I asked dr (B)(6) why he said the growth hormone should have worked its way out already. However, with a pituitary/hypothalamus tumor they really don't know!

Event description:
Reporter stated she does not know if it is the implant or the way the implant was put in but since the implant she has had 6 surgeries and needs another. The implant was placed on her t2-4 level. Her lungs were punctured during the procedure. She also became septic and was in the hospital for 2 months with (B)(6) and a heart attack. Presently, the reporter has a pinched nerve at the c3-4 level with pain that goes from her shoulder, neck and arms. She denies being informed about the bone graft. Stated that after being given twilight, the physician (dr. (B)(6)) asked her to sign to give permission for him to perform an artificial bone graft. This took place at the (B)(6). Now the reporter's spine sticks out at her bra level and bleeds whenever it is touched. Dr (B)(6) wants to do another surgery but the reporter does not trust him because he has given her an implant not approved by the FDA. Dr (B)(6) said "off-label products can be used for anything." The reporter would like information about off-label products and info as to whether or not this is accurate.